Manufacturer narrative:
The disposable set has not been returned to belmont for investigation. We have contacted the user facility to request that the sample be returned for analysis. All 3-spike disposable sets are 100% leak tested prior to release. Without further information, or having the sample for evaluation, it is difficult to determine what occurred in this case. We have not received any other incidents involving this lot. It was reported that there was no harm to the patient. Should additional information become available, a supplemental report will be submitted.

Event description:
Belmont's clinical specialist received a complaint from the user facility and relayed the following report: "received an email from stephanie grayson, clinical nurse educator for the surgical ICU/trauma. After approximately 50 minutes of blood products were administered, one of the white spikes came loose from the tubing. No harm to the patient."